Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey.

Event description:
Reference number (B)(4). Event occurred in turkey it was reported that the patient faced an event of crimped cannula with an infusion set which was inserted in the leg for one day. Patient was guided to change infusion set. No further information available.